Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: h3 and h6. The following fields were corrected: e2 and e3. Based on the results of the investigation, the blackout was caused by video cable failure, however, a definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the serial digital interface cable exhibited an image blackout. There were no reports of patient involvement.